Event description:
It has been reported that the occlusion balloon deflated during the case. The physician inserted the occlusion balloon wire into the pt and inflated occlusion balloon to 5mm to occlude the vessel. The physician deployed the stent. The physician inserted the aspirated catheter and went to aspirate the debris and the occlusion balloon had deflated. The physician was unable to aspirate the vessel. The device was removed and inspected. The inspection revealed a leak in the occlusion balloon.